Event description:
The introducer sheath was being utilized during the procedure. Upon completion of the procedure, the hub pulled off of the sheath. The remaining sheath was removed and the patient has sustained no adverse effect from this event.